Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a concentric, de novo lesion with no tortuosity, mild calcification and 75% stenosis in the common iliac artery. The lesion was pre-dilated with a 7.0 x 20 mm fox cross balloon catheter, followed by a non-abbott stent implantation. The fox cross was re-advanced to the target lesion for post-dilatation; however, during the first inflation, the balloon ruptured at 6 atmospheres at 5 seconds. The catheter was removed from the anatomy and was replaced with a 8.0 fox sv balloon catheter to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.